Event description:
3 of 3 reports (different patients, same facility). Other mfg report numbers: 3013886523-2026-00045. 3013886523-2026-00046. A facility reported that the intracranial pressure (icp) vales dropped suddenly showing negative values between -24 to -43. The sensor was removed and replaced and showing icp between 6 and 9. Head trauma patient. Pressure transducer in the ICU.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.